Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 31030 was associated with a setup joint (suj) arm. The suj is a non-motorized mechanical arm which the surgical team moves to position and support a patient side manipulator (psm) or endoscopic camera manipulator (ecm). It transmits information to and from the manipulator and from it's own joint positions to the remote arm controller. The system was repaired by replacing the affected suj. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 31030 appears when the da vinci safety system determines that a subcomponent of the system did not successfully complete its startup process. Upon determining this condition, the system records the fault and transitions to a safe state. As of (B)(4), 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while docking an instrument arm to the patient for a da vinci si prostatectomy procedure, non-recoverable system error code 31030 occurred. The system was restarted multiple times, however, the error code continued to appear upon start up. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.